Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As the necessary information was not provided, the root cause of the vt/vf (ventricular tachycardia/ventricular fibrillation) was not determined. Because evidence related to the infection has not been provided, the root cause could not be determined. Instructions for use for the related event are as follows: impella cp with smartassist. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 reporting contact facility name was inadvertently left off the previously submitted report and was added. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. G.3 date was reported incorrectly on the previously submitted report. The correct date is 13-nov-2023. H.5 revised as previously entered incorrectly. H.6 added codes 4111 and 4115 as they were inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: hematoma: ¿assess access site for bleeding and hematoma.¿ sepsis: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
Long-term outcome and quality indicator impella (loqi) registry notification received alleging multi-organ failure with a possible relationship to the impella cp device. The report narratives are as follows. Multi-organ failure: "subject's cause of death is multi-organ failure." Sepsis: "wbc trending upward. Patient hypotensive but no fever. Ua and covid-19 test negative. Vanco and zosyn started." Hematoma: "small hematoma @ impella insertion site w/oozing out of r chest cp drain. Hgb went from 9.9. To 8.7. Received 1 unit prbc. CT surgery consulted. Stated no active bleed but ctm. Q1 hr flushes and pressure drain around jp site. Chest tube less than 2l output within 24 hrs." Cardiac arrest: "subject went to vtach and unresponsive. Performed CPR but was not able to resuscitate (asystolic to v fib). Ctb @ 0716."